Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix can not be tested when the helix is distorted within the connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant of an right atrial (ra) lead the physician experienced placement difficulty and the helix would not retract despite multiple repositioning attempts. The lead was not implanted and a replacement lead was used instead. No patient complications have been reported as a result of this event.